Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint device was received and evaluated. Visual inspection revealed saline residue in the suction tube indicating the device was used. The device was forwarded to the supplier for further evaluation. The active tip looked to have received minimal use and there was no visual evidence of tissue remaining within the suction holes of the active tip. There were some blood stains on the flow control and activation buttons confirming use. Additionally, there was a cut present in the suction tube of the device. The device had a flow rate of 219.67 ml/min at 700mmhg vacuum pressure through the device. Although some flow was achieved, it was below the specified rate, confirming this complaint. After successful functional activation testing, the flow rate was measured again. This time the device produced a further reduced flow rate of 61.98 ml/min. The difference between flow rate results would suggest a partial blockage that is mobile within either suction tube or flow control valve. There is an insignificant leak under high positive pressure at the flow control valve, but it is not thought that this could be cited as a contributory factor to the cause of the complaint. Also there was no leakage emitted from the cut in the suction tube. The probable cause has been determined to be normal procedural debris. The DHR review performed for the complaint device lot number has not indicated any issues with the manufacturing process that might explain the failure observed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the suction mouth on the vapr tripolar 90 suction electrode device was clogged. According to the reporter, the device was brand new and on its first use when the issue occurred. There was a delay of 10 minutes in the surgery. The backup device was used to complete the case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 12/21/2016. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.